Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. The hillrom pro+ mattress is intended for patient support and for the prevention and/or treatment of pressure injuries. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).